Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Concomitant product(s): a 6921s lead, implanted: (B)(6) 1993; 6917a-53t x2 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial patch leads for the high voltage coils had high impedances. The high voltage coils were suspect of a fracture. The high voltage coils were turned off and remains in the patient. A new intravenous lead was implanted. No patient complications have been reported as a result of this event.